Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was system failure error of 22-05-02 that occurred at 7 seconds of the flap procedure on patient's right eye. Doctor aborted the procedure and after two days the patient returned and had both eyes completed. Patient is doing fine with visual acuity of 6/6. No further information was provided.